Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: panhandle surgical group. Sex: male. Model: lxmc13. Device lot number: 28639. Age (at time of consent): (B)(6). Date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Severity: moderate. Relationship to study device: causal relationship. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2022. Drug therapy: yes. Outcome: recovering/resolving. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient ((B)(6) experience, dysphagia. Relationship to study device: casual relationship.

Manufacturer narrative:
(B)(4); date sent: 10/28/2022. Additional information received: indicate type of dilation? : pneumatic -mechanical. End date : blank - (B)(4) 2022. Outcome : recovering/resolving - recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. Additional information received: awareness date : 03 nov 2021 / 26 oct 2022.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. Additional information received: awareness date : 26 oct 2022 => 2 feb 2022. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2022.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 28639, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.